Event description:
Per the clinic, the patient experienced infection and skin overgrowth around the implant site. The patient was administered general anesthesia on (B)(6) 2015 to facilitate removal of the attached abutment and placement of another fixture. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.